Manufacturer narrative:
Qn#: (B)(4). The customer returned one endurance catheter assembly for evaluation. The catheter contained obvious signs of use in the form of biological material. The catheter was returned with bandanges and securement devices connected to the hub. Visual examination revealed the catheter tip was torn and separated. The distal separated portion of the catheter was not returned. The point of separation appeared smooth and blunt. The cross-sectional area also appeared to be oval in shape. This damage is consistent with the catheter becoming kinked at the insertion site, which weakens the catheter body. The returned portion of the catheter body measured 1 mm, which indicates that at least 84 mm of the catheter body separated and was not returned per product drawing (B)(4). The outer diameter and inner diameter of the catheter body could not be measured due to the damage observed. The returned endurance catheter was flushed using a water-filled lab inventory syringe. No leaks or blockages were detected. The IFU provided with this kit instructs the user, "return catheter to its original position making sure juncture hub and catheter release tab fit tightly together and the distal tip of catheter is retracted past needle bevel." It also warns the user, "prior to insertion, distal tip of catheter must be fully retracted past needle bevel or catheter tip damage may occur" and "do not force catheter if resistance is encountered during advancement". The customer report of an endurance catheter separation was confirmed by complaint investigation of the returned sample. The catheter body was separated adjacent to the hub. The damage observed was consistent with the device being kinked at the insertion site and weakening the material. The sample passed all relevant functional testing and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: the hub came off and the catheter was stuck in the patient's arm. The patient was sent to another hospital for surgical removal of the catheter. No additional information is available on the patient's condition. The patient was transferred to another facility.